Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an undefined blockage in the cartridge causing an elevated blood glucose level. Customer's blood glucose level was 269 mg/dl. Customer delivered a correction bolus to address the issue and then proceeded to change the cartridge and infusion to resume insulin therapy.